Event description:
A pump alarm was reported during the loading process, and while the customer was instructed properly on loading techniques, the alarm recurred, preventing successful cartridge loading. The customer's blood glucose level did not exceed 500 mg/dl, indicating no adverse impact to their blood glucose level. The customer requested the issue to be escalated due to the expiration of the warranty period and expressed a desire for a new pump as a gesture of goodwill.